Manufacturer narrative:
Corrected data: (type of reportable event).

Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown incraft device but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows : gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068. As reported the literary article by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports one case developing a type iii endoleak from the contralateral gate during follow-up, which was treated with a plug. The product was not returned for analysis as it remains implanted. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿bifurcated aortic prosthesis endoleak type iii¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. Type iii endoleaks have commonly been reported as a result of modular component separation. These endoleaks are due to leakage through a defect in the graft fabric or between the segments of a modular, multi-segmental graft. This subgroup is due to mechanical failure of the graft. When there is leakage of blood through the body of a stent-graft, a type iii endoleak results. This endoleak is related to poor apposition or separation of the components of the stent-graft, or it can be due to rupture or tear of the graft material. Like type I endoleaks, type iii endoleaks are considered high-pressure, high-risk leaks and require urgent management. Type iii endoleaks also are often associated with measurable increases in aneurysm sac size. Type iii endoleak accounts for 20% of all endoleaks, the vast majority of which are caused by modular disconnection. Reported incidences of this type of complication are as high as 4.8%. According to the safety information in the instructions for use ¿carefully observe all warnings and cautions noted throughout these instructions as failure to do so may result in injury to the patient. A vascular surgical team should be available while the implant procedure is in progress in case a conversion to an open surgical repair is required. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.¿ ¿expected clinical adverse events. Aortic damage (perforation, dissection, bleeding, rupture), death; endoleak.¿ ¿expected potential risks associated with the stent graft system; improper component placement; incomplete component deployment; perigraft flow.¿ neither the event description nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. (B)(4).

Event description:
As reported the literary article by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports one case developing a type iii endoleak from the contralateral gate during follow-up, which was treated with a plug.